Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 22 in the mouth, primary stability was not achieved. Another implant was not placed successfully in the same site on the same day. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 22 in the mouth, primary stability was not achieved. Another implant was not placed successfully in the same site on the same day. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).